Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012400111 was returned and analyzed. Visual inspection confirmed that the guidewire was uncoiled at the distal tip and residue was present/stuck on guidewire and inside the distal tip. Resistance was encountered during guidewire removal attempts. The guidewire was likely stuck due to dried blood, saline, or contrast. Attempts to soften the guidewire using disinfectant to dilute potential dried blood did not help. The guidewire remained stuck, and further x-ray imaging showed the guidewire was stuck in the distal tip of the catheter. X-ray imaging confirmed that the guidewire was uncoiled near the distal tip. Mechanical verification of the steering and slide mechanisms showed the slide control function was not working and the steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy delivery was performed without any interruption. Hipot verification for the integrity of electrode wires and testing for electrical continuity did not reveal any anomalies. Further dissection and optical inspection were performed. The guidewire was cut approximately 5.5 inches from distal tip and the guidewire was removed from the catheter. During guidewire removal, residue that was stuck at the distal tip came off. Dissection of the handle was performed and the guidewire lumen was extracted from the shaft. Secondary jacket abrasion was observed on the guidewire lumen. In conclusion, the reported coagulant in the tip issue was confirmed during analysis. The loop catheter did not pass the returned product inspection due to secondary jacket abrasion of the guidewire lumen, tissue/coagulant on the distal tip, and residue on the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guide wire was unable to move or be retracted into the array. It was noted that the wire was deep in a branch of the right inferior pulmonary vein (ripv). The slide lever was maneuvered and action was taken to retract the array into the sheath, leaving the wire in the same position. The case was completed with pulsed field ablation. When the devices were removed from the patient, the array appeared as expected; however, where the guide wire met with the distal array, coagulant appeared to be inhibiting movement capabilities of the guide wire. The coagulant was suspected to possibly be tissue. Upon an attempt to retract the guide wire, it uncoiled and frayed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: cook medical unknown, product type: guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.